Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery charge led does not work. There was no reported patient involvement.

Manufacturer narrative:
Deviced was not returned, evaulated on site.